Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. It was also noted that the ra lead had high thresholds, no capture, h igh/undefined impedance and was oversensing noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.